Event description:
It was reported that undersensing , no lead resistance measurement, incorrect diagnostics, along with inappropriate pacing/sensing and telemetry difficulty was experierienced. Device was removed from service. No patient complications have been reported as a result of this event.